Manufacturer narrative:
(B)(4).

Event description:
It was reported that the aspiration was not performing properly. A 2.4mm jetstream® xc atherectomy catheter was selected for use in the left superficial femoral artery. During procedure while inside the patient, the aspiration would not perform properly. The physician then used another 2.4mm jetstream® xc atherectomy catheter to finish the procedure. The patient was fine post procedure and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed multiple kinks and bends throughout the catheter shaft. Functional analysis was done by completing the aspiration testing, using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated. Test results showed that this device did not perform as designed, withdrawing 2ml of fluid in the 1minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the aspiration was not performing properly. A 2.4mm jetstream xc atherectomy catheter was selected for use in the left superficial femoral artery. During procedure while inside the patient, the aspiration would not perform properly. The physician then used another 2.4mm jetstream xc atherectomy catheter to finish the procedure. The patient was fine post procedure and there were no patient complications reported.